Manufacturer narrative:
Although requested, the lens information was not provided and the lens remains implanted. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the exact root cause cannot be conclusively determined however, adhesion band is a patient (tissue) reaction to the surgery.

Event description:
The surgeon reported that a patient experienced decreased in vision in the left eye approximately 7-8 weeks post intraocular lens (iol) implant. A capsular contraction was identified. Approximately two weeks after the symptom was reported, the surgeon gently released the adhesions between the haptics and the capsular bag using ophthalmic viscosurgical device (ovd) and instruments. The iol was rotated into a vertical position that had the most capsular covering. Post operatively the patient has done well.